Event description:
It was reported that patient had an undisclosed fluid loss in his artificial urinary sphincter (aus) device. All components were removed and replaced. No adverse patient effects. Additional information was received. System was empty.